Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material found in the device nozzle likely occurred from insufficient reprocessing. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. Flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of air/water leakage from the insertion tube/bending section. The issue found during reprocessing. There was no patient harm, no user injury reported. Device return evaluation found nozzle clogged with foreign objects. This report is being submitted for foreign material found in the device nozzle (device reprocessing, handling issue).

Manufacturer narrative:
Initial reporter address- full name of the facility establishment is (B)(6). Device return evaluation was completed . The customer reported complaint was confirmed. Inspection found leakage due to a pinhole on a-rubber (insertion section). Service repair noted due to pinhole, water tightness is lost. Due to deformation of (scope cover) sc-case unit, water tightness is lost . In addition, device inspection found the nozzle is clogged with foreign material. Furthermore, the following findings during inspection were noted on the device: objective lens has a chip. Objective lens has a scratch. Lg lens has a scratch. C-cover is dirty. Adhesive on a-rubber is detached. A-rubber has discoloration. Connecting tube has a scratch. Ig protector has a scratch. Grip has a scratch. Forceps channel port has a dent. S-cover has a scratch. S-cylinder noted shaved. Control unit is dirty. R/l knob is dirty. U/d knob is dirty. Universal cord is dirty. Plug unit has a scratch. Sc cover unit has a scratch. Grip is dirty. Low angulation. Knob play. Due to damage on ccd unit, the image has black dots. Investigation is ongoing. This report will be supplemented accordingly following investigation.